Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery cap yellow o-ring was visible, the battery compartment threads were stripped, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 17-jun-2019 with the following findings: black box data verified power on reset event on the complaint date. The battery compartment was noted to be cracked. The threads on the returned battery cap were stripped and the cap was unable to secure to the pump properly without the pump experiencing an interruption in power; the power complaint was duplicated using the damaged battery cap. A test battery cap was able to secure to the pump and maintain electrical connection without loss of power. The pump was exercised for 12 hours without power issue or alarm.